Event description:
It was reported that the patient underwent an explant procedure due inadequate pain relief. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block d6b: explant date: (B)(6) 2024 additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) /(B)(6). Batch: (B)(6) /(B)(6).